Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was found unresponsive with their controller alarming. The patient was admitted to the ER where the patient was pronounced expired due to cardiac and respiratory arrest on (B)(6) 2019. The pump was not returned for evaluation. The hmii lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was found non-responsive and appeared to have had simultaneously disconnected both power cables. The caregiver then reconnected the cables and the vad alarm ceased. The patient was brought to the emergency room and it was reported that the vad was functioning appropriately, per the bedside nurse. The patient expired on (B)(6) 2019 due cardiac and respiratory arrest; however, it is unknown if the death was device related. The medical examiner will examine the patient records and will determine if an autopsy is appropriate. No further information was provided.